Event description:
The customer reported that the paddle set failed to discharge.

Manufacturer narrative:
The limited available info is most consistent with this failure being a malfunction of the external paddle sternum discharge switch. However, we were unable to confirm this because the paddle set was not available for evaluation.